Event description:
The customer reported seven (7) false positive results with the ID now covid-19 assay 2.0 performed on two (2) different lots on multiple patients on various dates. This MFR. Report addresses lot m807001 (quantity: 6) and test five (5) of seven (7). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasal sample. Confirmation testing via pcr (platform: unknown) was performed on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m807001 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot: m807001, test base part number 192-430/ lot: m807001. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m807001 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to sample interference or cross contamination.

Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported seven (7) false positive results with the ID now covid-19 assay 2.0 performed on two (2) different lots on multiple patients on various dates. This MFR. Report addresses lot m807001 (quantity: 6) and test five (5) of seven (7). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2024 on a nasal sample. Confirmation testing via pcr (platform: unknown) was performed on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.